Event description:
It was reported that the insulin pump alarmed weak signal. It was also reported that customer is experiencing high blood glucose levels. It was reported that the customer removed the site and the cannula was bent. Customer also stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 520 mg/dl. It was reported that the customer is experiencing air bubbles in the reservoir tubing of the insulin pump. Troubleshooting was done and the issue was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.